Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On 22-september-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse drained the waste tank, changed the diluent and waste pumps, and tried new fuses. The issue did not resolve. A liquid quantity control (lqc) board was installed. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for the diluent pump was not pumping was lqc board.

Event description:
On (B)(6) 2016, a customer reported the diluent pump was not pumping on the aia-900 instrument. The customer removed the level sense probes to force shutdown. The customer is unable to run patient samples on pth kidney marker. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.